Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer stated that they changed the o2 (oxygen) sensor 3x but there's still no change. Th technical support informed them that it may be a delivered problem and recommended performing a blender calibration. Since unit was also alarming invalid gas ID the technical support informed the customer that the air smart connector needs to bra replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator was having fio2 (fraction of inspired oxygen) inaccuracy and invalid gas ID. The customer confirmed that there was no patient involvement associated with the reported event.